Event description:
The following has been reported: nurse reported: just now we have another tubing - it literally is severed almost completely at the cuff. Nurse started the IV, connected the tubing, and blood started backing up. At closer look the tubing it was almost totally severed at the IV cuff...this is primed with blood and chemo. No sample available for return. (B)(6) 2025 - nurse reported: the set-0032-1 was used for chemotherapy. The rn connected the tubing to the patient's IV. Started the pump and realized that the blood was backing up in the vein and into the tubing. So hence the blood in the line. The pharmacy technician primed the tubing with drug, it was delivered to the nurse, nurse connected to the patient and then the vein backed up with blood, blood was going "backwards" into the IV. Then it was discovered that the tubing had the splice in it. A preliminary review identified the following issue: administration set breaks (any part). Unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
No sample or picture was available for analysis. Without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. The customer complaint cannot be confirmed. The probable root cause is a defective tubing, which may have resulted in the reported defect. However, a sample or picture should be evaluated in order to determine the exact root cause. The current process controls detection includes 1) post sterilization sampling final inspection, 2) the first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing, 3) 100% visual inspection is performed in manufacturing line, 4) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode. The batch record fa24j14019 was reviewed. No exceptions were generated that could classify as a possible root cause of this defect. The finished good lot has passed all sampling acceptance criteria for all tests performed including in-process testing and product testing.